Event description:
It was reported that an 18 cm (7") appx 0.25 ml, smallbore ext set w/microclave®, clamp, rotating luer generated a leak during patient use. The reporter stated that, "after connecting an indwelling needle and an infusion set to the product (an ia-c3302), the customer started administering medical fluid to the patient. However, it ended up unsuccessful because medical fluid leaked from the connector, and the leaking part was opened, which caused a backflow of blood to occur, rendering the product unusable. Remarks: please check for leakage from the connectors on both sides of the complaint product (the male connector and the female connector). Devices used in combination with the complaint product: (1) supercath (a medikit brand's indwelling needle) (2) pal infusion set (a pal medical brand's infusion product set). Facility name: (B)(6) hospital." The event occurred upon removal from the original packaging. A healthcare professional became aware of this event during the use of the product. There was an unknown medication being used with this product. The product is available for evaluation and retrieval. No one was harmed as a result of the reported event.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
Investigation summary: one (1) used. List # ia-c3302 was returned for evaluation. As received the silicone plug was observed to be missing from the microclave. No additional damage or anomalies were observed. The microclave was disassembled, and blood residuals were observed on the base of the spike, no seal was returned for evaluation. No mating device was returned for evaluation. Complaint of leaks can be confirmed based no seal was returned on the microclave. The probable cause of is unknown. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.